Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Additionally, it was reported that a cartridge alarm occurred during insulin delivery and that the insulin gauge was intermittently inaccurate. The customer's blood glucose level was 300 mg/dl. A cartridge change was performed resolving the issues. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.